Event description:
The user facility reported that the device ran on during a procedure. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.